Event description:
It was reported that the patient had a breach in aseptic technique, further described as the cat scratched the solution bag and contaminated it during peritoneal dialysis (pd) therapy, which caused peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. Treatment for this event was not reported. The patient was hospitalized for eleven days before being discharged. At the time of this report, the patient was recovered from peritonitis. It was not reported if the patient was retrained on the proper aseptic techniques. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental report will be submitted.